Event description:
Unit failed on a patient after the patient coughed hard. The unit had a high pressure alarm. No patient injury, settings unknown. Both pressure transducers were found bad. Transducers replaced, unit calibrated and function checked within manufacturer's specification. This report is the result of service report screening.